Manufacturer narrative:
(B)(4). The device was returned to factory for evaluation. Signs of clinical use and no evidence of blood was observed. A visual inspection was performed. There was a crack above and below the cable port. No other visual defects were observed. Based on the return condition of the device and the results of the evaluation, the reported failure mode "crack" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, (B)(6) supply had cracks noted at the bottom of power supply and cable had to be held. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply had cracks noted at the bottom of power supply and cable had to be held. A replacement device was used to complete the procedure. The hospital did not report any patient effects.